Event description:
It was reported that during a total knee replacement procedure, the cutting of the blade broke. It was also reported that an x-ray was performed to locate the broken piece; the broken piece was not located. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.